Event description:
Intuitive surgical robotic monopolar scissor (endowrist) instrument did not cauterize when used attached to robot. Cautery cord used and functioned properly for another instrument. Scissor tip changed and still did not cauterize.